Manufacturer narrative:
Device received with critical pump error (open book image) due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Moisture damage on motor assembly and force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that the insulin pump had open book error image. Customer¿s blood glucose level was 282 mg/dl. Customer reported that patient just did her bolus and after a couple of hours he received a critical pump error. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.